Event description:
It was reported that the patient underwent a water vapor therapy procedure on 19apr2023, and the procedure was completed without any malfunction or adverse event. Minor bleeding was observed after the injections, and no treatment was required. On 11jun2025, the patient experienced epididymitis and had to be admitted to the hospital for treatment of scrotal incision and drainage.

Event description:
It was reported that the patient underwent a water vapor therapy procedure on (B)(6) 2023, and the procedure was completed without any malfunction or adverse event. Minor bleeding was observed after the injections, and no treatment was required. On (B)(6) 2025, the patient experienced epididymitis and had to be admitted to the hospital for treatment of scrotal incision and drainage.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The field of outcomes attrib to adv event (b2) was corrected.